Event description:
The manufacturer received a voluntary medwatch (mw5107449) in which it was alleged by health problems. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.